Event description:
It was reported that the patient experienced a shocking or jolting sensation at the implantable neurostimulator (ins) location since (B)(6) 2011. The sensation occurred whether the stimulation was turned on or off. X-rays were performed, no results were provided. Impedances were noted to be low, but not out of range. It was noted that the patient had lost a lot of weight and it was possible the ins was pressing on a nerve. The physician was considering a revision. Additional information has been requested, but was not available as of the date of this report. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Extension: model 748910, serial #(B)(4), implanted: (B)(6) 2004,explanted: unk; extension:model 748910,serial #(B)(4), implanted: (B)(6) 2004, explanted: unk; lead: model 3888-56, lot# (B)(4), implanted: (B)(6) 2004, explanted: unk; lead: model 3888-56, lot# (B)(4), implanted: (B)(6) 2004, explanted: unk; programmer: model 7435, serial #(B)(4).